Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. A rotational sensor abnormality was observed in the data. First prime ended prematurely, lasting 22 pulses. After 32 total pulses across both priming sequences, the needle mechanism did not deploy, and the pod was deactivated. The pod was reran, and rotational sensor abnormalities were observed in conjunction with an 0x41 alarm, indicating rotational sensor maximum summed error table. No drive resistance was observed. Contamination was observed on the commutator cap, which is confirmed as the root cause of the data abnormalities and subsequent needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The pink slide did not move forward.